Event description:
Related manufacturer report number: 2017865-2021-37194. It was reported that during an in-clinic follow-up, an infection with purulent discharge was noted on the implanted system. X-ray imaging was performed and revealed a perforation right ventricular (rv) lead at the rv apex. The perforation resulted in diaphragmatic oversensing and inhibition of pacing. The rv lead and device were explanted to resolve the event. The patient was stable with no adverse consequences. Further information was requested but was not received.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the system was replaced one month after the explant procedure. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.